Event description:
It was reported to vyaire medical that the vela ventilator had a leakage from the nebulization port on the unit. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). The customer confirmed that the suspect device will not be returned for further evaluation. Therefore, root cause was not determined. However, the customer performed switch and lamp tests, which were successful, and went into service mode, as well as exercises on the neb solenoid and other solenoid, but the problem persisted. Cross-checked the nebulizer solenoid valve and discovered that there is a problem with the nebulizer solenoid valve, which must be replaced. The customer then confirmed that the device issue was resolved by replacing the defective part. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.